Event description:
The customer reported the system displayed a communication error message and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, single board computer kit, hard drive, and power distribution board were replaced. The system was then found to be operating as intended.